Event description:
Medtronic received information regarding a valve used during a procedure. It was reported that the product was damaged. It was noted that there was a valve assembly failure. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
This event took place in (B)(6). No products have been returned to medtronic for analysis. (B)(4) are applicable. If information is provided in the future, a supplemental report will be issued.